Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the fiber optic lens of the gastrointestinal videoscope had foreign materials. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the fiber optic lens of the gastrointestinal videoscope had foreign materials. There were no reports of patient involvement.